Event description:
A home patient reports the patient line of the homechoice set became disconnected from their transfer set during their automated peritoneal dialysis therapy on their homechoice machine. Reportedly, no alarms were received as the home patient noted the disconnection immediately and discontinued therapy. Reportedly, they contacted their peritoneal dialysis nurse, who had them come to the unit so that their transfer set could be replaced. At that time prophylactic antibiotics were administered. Per the home patient, no patient injury was associated with this incident.